Manufacturer narrative:
H6: investigation summary no sample or photo received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s previous investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. H3 other text : see h10.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: that it is not able to draw or push vaccine. Seems to be clogged. Please contact xxx this has been happening for the last two day.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: that it is not able to draw or push vaccine. Seems to be clogged. Please contact xxx this has been happening for the last two day.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Six samples received by our quality team for investigation. Through visual inspection, no defects or issues observed. Each needle was connected to a syringe with saline solution, two samples appeared clogged. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s previous investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
Mat# 305916 lot# regq4055 verbatim : rcc received a complaint via email. Email(s) attached xxx with iron horse pediatrics called stating that they are having a problem with the bd safetyglide¿ needle 25 g x 1 in. That it is not able to draw or push vaccine. Seems to be clogged. Please contact xxx this has been happening for the last two day.